Manufacturer narrative:
Reference number: (B)(4).

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy (ladg), there was reload firing failure. The reload was connected to an unknown idrive handle. Although there was a patient involved, there was no serious injury incurred. The product was tested prior to use. Additional information has been requested but not yet received.

Manufacturer narrative:
Reference number: (B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. During functional testing, the reload was loaded into a post market vigilance instrument. The interlock was overridden and the reload was then applied to test media, and found to function properly. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.